Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings were found in the device, deformation and black particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported rupture based on surgery. This relates to the right side. The device has been explanted.

Event description:
Healthcare professional reported the event of rupture did not occur. There is no complaint against the device, rupture is no longer reportable. This relates to the right side. The device has been explanted.

Manufacturer narrative:
The event of rupture is no longer reportable. This record is a no complaint against the device.

Event description:
Healthcare professional reported rupture based on surgery. This relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.